Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. The customer's blood glucose level was in 300 mg/dl range. Additionally, it was reported that an occlusion alarm occurred. No additional information was provided, and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.